Manufacturer narrative:
H3 other text : device implanted.

Event description:
It was reported that during a standard post-op x-ray following a bipedicular t5 kyphoplasty, the implant had escaped the vertebral body. No delay, medical intervention, or additional adverse consequences have been reported. Additional medical follow-up is not expected at this time.